Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional tests could not be performed due to the motor error alarm. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. Moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm. Customer accidentally put insulin pump in the washing machine. Customer's blood glucose was 354 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).